Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated he broke generator in car accident on (B)(6) 2019, the healthcare provider (hcp) pulled out ins and they talked about getting a neuro unit and put way out in space compared where supposed to go so the healthcare provider (hcp)  messed up. The patient stated he then lost weight and the ins was poking out and was catching on everything, the patient stated they made him remove ins and circled spot where should be implanted. The patient states he's had 15 back surgeries as well. The patient states the car accident ins was the 13th revision of 1 or 2 stimulators. The patient was unable to clarify dates. The patient states the issues were normal revisions as well as things he has broken. No further complications were reported.